Event description:
Reportedly the patient was referred for occlusion in a previously placed graft in the fem pop location. A lifestent was deployed inside the graft. Patient came back after five months for a drop off of flow due to focal stenosis. At which time another stent was placed without issues. Note: this device was being used off label as its approved for use in the biliary tree.